Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation was able to replicate the reported behavior and suspected that the monitor along with the internal cable were the root cause. Replacement of the monitor and the internal cable resolved the issue. No further issues were reported. Analysis of the returned monitor and internal cable could not confirm any failure with either one of them as they both operated as intended and passed all testing preformed. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's staff monitor would occasionally show the bottom 2/3rd of the screen as completely black and the top 1/3rd will be a jumbled image. There was no patient present when this issue was identified.